Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was dislodged from the heart wall. The patient underwent surgical intervention to reposition the lead but the helix would not redeploy, so the lead was removed. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the helix allegation was confirmed based on the finding of a necked-down cathode (inner) coil near the terminal end. As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right atrial (ra) lead was dislodged from the heart wall. The patient underwent surgical intervention to reposition the lead but the helix would not redeploy, so the lead was removed. A new lead was implanted. No additional adverse patient effects were reported.